Event description:
Pt had abnormal prothrombin time test result. Pt was redrawn to verify. Results were still abnormal. Pt received vitamin k in emergency dept. Pt's specimen was run again and found to be in range. Examination of the analyzer showed that it had lost temperature calibration.